Event description:
It was reported that the rpm was not displayed. A rotablator console kit was selected for the procedure. During preparation, the rpm readout was not shown in the led display. They rebooted the system, but it was still blank. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).